Event description:
The patient claimed the animas insulin pump is not giving the right bolus dosage. Animas left messages and sent letters to the patient to obtain more information but the patient has not called back. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.